Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign objects in the scope connector case unit, and corrosion in the forceps channel port and the balloon port, the cause could not be established. And for the chipped light guide lens, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign objects in the scope connector case unit, corrosion in the forceps channel port and the balloon port, and a chipped light guide lens. There was no patient involvement.